Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection was conducted and confirmed the impactor cam arms have cement still on them. The cement is found to be between the cam arm and the metal part of the device. The visual also confirms that pieces of the cam arm is missing from the device. The missing piece of the cam arm was not returned with the device. This device exhibits signs of significant wear/ usage. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith and nephew orthopedic devices¿, 74012812. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00088177-1

Event description:
It was reported that a journey ii bcs locking femoral implant impactor was found broken, and also that the device has cement still on it's cam arms. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that a journey ii bcs locking femoral implant impactor was found broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a journey ii bcs locking femoral implant impactor was found broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.